Manufacturer narrative:
Product ID: 8835, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was rece iving unknown drug (no time - no time to ask n/a at no time - no time to ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient stated they was in pain today and went to use the patient therapy manager (ptm) but encountered message 8476 (motor stall). Patient confirmed critical alarm sound. Patient stated they had multiple mris the last few weeks, the last one was last week and the patient has always been able to connect with the ptm following the magnetic resonance imagery (MRI) . The patient was redirected to the healthcare provider (hcp) it was reported that the healthcare provider (hcp) stated that the pump stalled after a magnetic resonance imagery (MRI) and there was a tube set alarm on (B)(6). The hcp stated that on (B)(6). It showed motor stall recovery occurred. Hcp stated that today was the first time the pump was being interrogated with the clinician programmer since the MRI. The hcp stated that he does not know when the patient tried to use their patient therapy manager (ptm) after the MRI but was thinking the patient probably did try and get their boluses. Technical services (ts) confirmed that the motor stall has recovered and the pump should be infusing normally.